Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2008; 4193 implantable pacing lead, (B)(6) 2003; 6947 implantable tachy lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient had the device implanted the day before and reported to the emergency room with device alerts for pacing and high volt vectors, all measurements were in expected range. The device remains in use. No patient complications have been reported as a result of this event.